Event description:
Explant physician reported "severe" capsular contracture, baker grade lv, implant displacement, and a suspected double capsule diagnosed via ultrasound. "The patient has a lot of pain that prevents the correct examination". This relates to the left side. The device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: capsular contracture : unable to observe as it is a medical event that is not related to the device. Double capsule : unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ double capsule: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure wear abrasion device appearance and crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Explant physician reported "severe" capsular contracture, baker grade lv, implant displacement, and a suspected double capsule diagnosed via ultrasound. "The patient has a lot of pain that prevents the correct examination". This relates to the left side. The device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade lv.

Event description:
Explant physician reported "severe" capsular contracture, baker grade lv, implant displacement, and a suspected double capsule diagnosed via ultrasound. "The patient has a lot of pain that prevents the correct examination". This relates to the left side. The device has been explanted and replaced with a non allergan device.